Event description:
It was reported that the patient underwent a sling procedure on 10/03/2006. It was reported that the physician had placed the left side of the device correctly, and with the deviator device still pushing the bladder to the right, the physician attempted to place the device on the right side. While inserting the right side, the physician felt some resistance, but continued and punctured the bladder. The size of the puncture was less than 1cm, and on cystoscopy, one edge of the device could be seen in the bladder, distant from the trigone and ureteral orifice. A foley catheter was placed as a precaution to prevent fistula formation. The patient returned one week postoperatively and the catheter was removed. The patient is continent.

Manufacturer narrative:
No conclusion can be drawn at this time.